Manufacturer narrative:
(B)(4). All available information was investigated and the reported difficult device advancement and difficult device removal from the steerable guide catheter (sgc) were not confirmed with analysis of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis confirmed that the clip delivery system (cds) was able to be inserted, advanced and removed from the sgc without issue. It is possible that cds interactions with the sgc contributed to the user experience; however, this cannot be confirmed as the sgc was not returned. It is noted that a second cds was used with the same sgc during the procedure without incident. A definitive cause for the reported difficult cds advancement and removal from sgc could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the difficult removal which has potential to cause or contribute to serious injury. It was reported that the mitraclip delivery system (cds) and the steerable guide catheter (sgc) were prepared according to the instructions for use. After approximately 10 cm of inserting the cds into the sgc, excessive resistance was noted and the cds was then retracted from the sgc, but this was also very difficult. Excessive force was applied and the cds was able to be retracted. No damage was noted to the cds, nor the sgc. A second cds was used with the same sgc without further incident. Mitral regurgitation (mr) grade was reduced from 4 to 1 with one mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.